Manufacturer narrative:
Investigation conclusion: the customer reported the inside the tube contained a large amount of air bubbles during the feeding. No patient injury or adverse events were reported. This report refers to product code 673656, epump int. 1000ml feed only ns, with lot number 202370343, manufactured on 04-sep-2020. A device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Lot and failure mode trending was reviewed and no related trends were identified. A photograph was provided by the customer. Examination of the photograph confirms the report of air in line with pump set. One (1) used device was returned for evaluation. Visual inspection and functional testing performed confirmed the report of air in line with pump set. An investigation has been initiated to determine the root cause of the confirmed device failure related to the manufacturing/production process. No further action will be taken at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the inside the tube contained a large amount of air bubbles during the feeding. No patient injury or adverse events were reported.